Event description:
The customer reported observing a leak from the coulter lh 780 hematology analyzer. The volume of the leak was approximately 100 ml of cleaner and 25 ml of diluent, and not contained within the instrument. The leak did not impact any electrical or optical performance of the instrument. The customer was wearing a lab coat, eyeglasses, and gloves at the time of the event. There was no report of direct contact to the leak. No erroneous results were generated in connection with this event. A field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The customer was able to resolve the leak before the fse was on site, by reattaching tubing to the upper sheat restrictor coil at pinch valve vl46a. The fse replaced the tubing at vl-46. (B)(4).